Event description:
Boston scientific received information that the patient presented to the clinic for evaluation of a hematoma and inflammation. A revision procedure was performed two days later. During the surgical debridement of the pocket, the suture around the right ventricular (rv) lead was noted to be displaced and the lead was not secure, subsequently, the existing rv lead was explanted. At the time of the initial rv lead explant, the patient had underlying sinus rhythm. A new venous access was established and the physician proceeded with placing a new rv lead. During lead placement, the patient developed ventricular standstill requiring temporary pacing from the new rv lead, which was not yet fixated. A temporary pacing wire was placed via the right groin to establish secure temp pacing. The new rv lead was successfully placed and secured with the existing device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.